Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: device interaction/functional. Visual inspection: the verse x25 inserter/tightener (p/n: 299704230, lot #: gm5194902) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was stripped as the hex lobes were near worn to the core. The observed condition was consistent as an end of life indicator for the device. This was consistent with the reported complaint condition, thus confirming the complaint. Conclusion: the complaint was confirmed during investigation. After a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5194902 was released in a single batch. Batch1: lot qty of (B)(4) units were released on aug 03, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the two (2) driver tips were not working properly. The procedure was successfully completed with additional instrument in set. No further information provided. This report is for one (1) verse x25 inserter/tightener. This is report 2 of 2 for (B)(4).